Event description:
It was reported that pump quick bolus/wake button was extremely difficult to press and often required multiple presses to turn on pump screen. There was no reported impact to the customer¿s blood glucose level, as caller declined to provide this information. Customer confirmed pump screen could still be activated with difficulty, removed pump from case with support from technical support, and followed instructions for pressing button, but issue persisted, so technical support arranged replacement pump under warranty, instructed customer to use multiple daily injections as backup insulin therapy, to transfer pump settings and reconnect cgm to replacement pump, and to allow battery of problematic pump to fully deplete before returning it with pre-paid label.